Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer¿s blood glucose (bg) level was over 500 mg/dl, but exact value was not provided. Customer changed supplies to address the occlusion alarms and elevated bg. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reverted to manual injections for insulin therapy.